Event description:
Distributor reports, a nurse suffered a contaminated needlestick when she was stuck while trying to lock the safety shield into place. It was reported the safety shield broke or disconnected.